Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the touch screen modules would not boot up. The fse analyzed the system and found that the issue was occurring due to defect in single link dvi ext. Transm. Str_pc, ippc and fast ethernet switch port. The fse, on the other hand replaced all the defective parts. After replacement of defective single link dvi ext. Transm. Str_pc, ippc and fast ethernet switch port, system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the touch screen modules would not boot up. There was no report of harm. Philips has started an investigation of this complaint.